Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. Hls set pressures could not zero and hold pressure values. The cardiohelp and hls set were being set up as a back-up unit and was not used. A different hls set was used on the original cardiohelp, and it functioned normally and the pressure could be zeroed. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).